Event description:
As reported: "revision case of a total anatomic to a reverse shoulder. Implants removed humeral head and glenoid pegged implant. The patient had a big fall and then after that, the glenoid implant loosened and patient needed revision surgery due to her muscles failing." The glenoid implant had completely loosened and was no longer in the correct spot. It was floating loose on the patients joint and she had pain and hence needed the revision surgery. "

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The labeling states that: "warnings and cautions: (...) The following situations threaten the success of the shoulder replacement implant: sport activity or high activity level, people likely to fall, alcoholism or drug abuse, inability of the patient to follow the surgeon¿s recommendations and the physical therapy program". Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "revision case of a total anatomic to a reverse shoulder. Implants removed humeral head and glenoid pegged implant. The patient had a big fall and then after that, the glenoid implant loosened and patient needed revision surgery due to her muscles failing." The glenoid implant had completely loosened and was no longer in the correct spot. It was floating loose on the patients joint and she had pain and hence needed the revision surgery. "